Manufacturer narrative:
Prismaflex st150 set ckt has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. H10: the actual sample was not available; however, a photograph and video of the sample were provided for evaluation. Visual inspection revealed that the dialysate port is cracked. The reported condition was verified. The observed damage is typical of mechanical shock applied on the product leading to its breakage. The most probable cause identified is that a mechanical shock occurred during shipping or storage. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Hold ms 10/19 it was reported that the filter of a prismaflex m100 set c was damaged. During priming, the nurse reported that the filter had an internal air leakage; there were air bubbles that could not be drained out. After inspection, it was found that the filter had cracks. The consumables were replaced. There was no patient involvement. No additional information is available.